Event description:
It was reported that this device was interrogated at implant and was found to have a power on reset (por) malfunction. A different device was implanted and this device is being returned for analysis. No patient further complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).